Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, unit was received with scratched display window and cracked reservoir tube lip, case window corners, battery tube threads and stained end cap sticker.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer sated that he changed everything and barely any insulin came out. Customer stated that the pump showed 4 units and only 4 small drops came out. Customer reported that the alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. Customer stated that the light on the pump stopped working. Customer does not feel comfortable with the pump. Customer verified that the pump is able to deliver insulin. Insulin pump will be replaced. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.